Event description:
It was reported that: "22 june 2024, the doctor found swg kinked during use on the patient. Involved 1 pc. They changed to a new one. In patient with hypotension requiring rapid rehydration, this causes delays in treatment. The patient was reported as fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2024, the doctor found swg kinked during use on the patient. Involved 1 pc. They changed to a new one. In patient with hypotension requiring rapid rehydration, this causes delays in treatment. The patient was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.